Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-01406. It was reported that the implantable cardioverter-defibrillator was explanted and replaced while the right ventricular lead was capped and replaced on (B)(6) 2019.